Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): analysis of the 97755 recharger (rtm) (s/n nlf121042n) revealed that the device was scrapped due to the recharge antenna failure of an intermittent no device found message and due to failing on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt states they are getting a message while charging implant to call manufacturer. Pt states thinks maybe rm 04. Pt states she has already reset the controller. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Pt called back stating they are trying to recharge the implant and getting rm04 again. Patient services (ps) walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. Caller inserted the battery pack and confirmed controller is 90 percent and implant is 50 percent. Caller then connected recharger and confirmed charging excellent. Ps reviewed with caller everything appears to be working as intended and instructed to monitor the issue and call back if it persist, additional information was received from a patient (pt) regarding an external device. Pt called back re-reporting information previously documented in this case. Pt said the previous agent they spoke with had them reset their device, it was working for about a week and then they started having the same issue again (system problem rm04) when recharging (pt said issues started again about 4 or 5 days ago). Pt said the error comes up every time they try to recharge their ins. Pt inspected the recharger (rtm) and controller port; pt said one pin on the rtm plug looked higher on the rest and said they do notice the rtm getting hot while recharging. The patient was sent out a replacement recharger (rtm). No symptoms were reported.